Event description:
Covidien received information that this n65 pulse oximeter display is missing the segment from the top far left number. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Verified the unit was missing display segments. Isolated failure to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).